Manufacturer narrative:
This report is submitted on september 12, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) to explant the device due to medical reasons. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on october 8, 2018. (B)(4).